Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "holep procedure at epsom- morcellating a 170cc prostate took over 1 hour 30 minutes, and they had to abandon the case and leave some prostate inside the patient. Patient has been rebooked in to have remaining tissue removed, unsure of date. Blades and consumables were changed during procedure - sounds like the procedure started off working okay but slowed down dramatically causing the abandonment." Cross reference MDR: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).